Event description:
It was reported that the surgeon allegedly inserted the shaver blade into the shoulder to debride the rotator cuff. It was further reported that upon shaving normally on soft tissue, the distal end of the inner blade fell off (the tip with all the teeth) completely separating from the inner shaft. There was another shaver blade available to complete the procedure successfully without any further incident or adverse consequences to the patient. The formula shaver was in use and the blade was inserted through one of our dri-lok cannulas.

Manufacturer narrative:
Additional information will be provided once investigation is completed.